Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of damage and failed battery test from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer stated that she noticed the crack when she changed the battery. The customer stated that the crack is on the side where the battery is inserted. The customer also stated that the battery cap is cracked. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions.